Event description:
The healthcare professional reported that during an endovascular procedure, the enterprise2 4mmx30mm (encr403012/10021141) was impeded in the distal end of an unspecified microcatheter (mc) and could not pass through the microcatheter. The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced. There was no patient injury reported. The physician had an extra set of hands to support while flushing aligning the enterprise system. A twisted type rhv was being used. The delivery wire was removed smoothly, and the stent was still attached to the delivery wire. The stent replacement was an enterprise 2 (encr403012). Additional information received indicated that there was no allegation of patient injury due to an alleged product issue. A johnson & johnson microcatheter was being used. A micro guidewire was successfully used with the microcatheter. The target vessel was the internal carotid artery. Vessel tortuosity was reported as relevant anatomical information. The device did not appear damaged at any time. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during advancement. Based on the product analysis of the device received, the delivery wire was confirmed to be separated.

Manufacturer narrative:
Manufacturer ref# (B)(4) this MDR submission is being filed to report the product analysis results for the returned device. The delivery wire was confirmed to be separated, and the findings meet u.s. FDA regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx30mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. Microscopic inspection revealed that the proximal end of the positioning coil was slightly separated from the core wire. High amounts of dried residues were found at the proximal end of the stent, and proximal end of proximal coil. The device was flushed with a lab sample syringe, and delivery wire was found broken below the retraction bump. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10021141. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the impeded stent is confirmed based on the damaged and fractured delivery wire. This condition suggests that excessive force could had been inadvertently applied during the attempts to overcome the impeded condition reported, resulting in the damages of the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.